Manufacturer narrative:
The patient's previous gastrointestinal bleeds were reported under MFR #2916596-2017-00774 and MFR #2916596-2016-02439. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has a history of non-ischemic cardiomyopathy, chronic systolic stage d heart failure status post hm2 implant in (B)(6) 2015. The patient's post implant course was complicated by thyroid cancer and bone mets. The patient had recurrent gastrointestinal bleeds post argon plasma coagulation for arteriovenous malformations. The patient is currently on warfarin for anticoagulation with goal between 1.5 and 2.5. The patient presented to the emergency room with lacerations of his tongue. The patient states that he was coming to the lvad clinic when he noticed something in his mouth as a weird taste. The patient realized that the weird taste was blood. The patient denies any history of seizure, tongue biting in the past, biting his tongue at that moment or trauma. Tranexamic acid was administered with gauze then put on the patient's tongue with pressure to the upper palate. The patient's tongue was reassessed and there was no bleeding. The patient's inr came back to 2. The patient's troponin was found to be elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and an elevated troponin level could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account later communicated that the patient was admitted for observation and there were no repeat troponin tests. The patient was discharged home the next day without any issues.